Manufacturer narrative:
Sections with additional information as of 26-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weak. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. It was not confirmed if customer was still experiencing symptoms. Note 2: manufacturer contacted customer in follow-up call on (B)(6) 2021 to verify if customer was still experiencing symptoms- unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Customer denies having any underlying health conditions that could interrupt her hematocrit levels. Customer stated that she is feeling weak but denies the need for any medical intervention at this time. Customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 137mg/dl using true metrix meter; customer was satisfied with the result. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/29/2023 and open vial date is 3 days ago.